Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2010" the physician miscalculated the patient's refill date and "put her into dt" (dt possibly delirium tremens; however, this was unclear). The patient was searching for a new physician at the time of the report. The device system was used to deliver morphine. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown, product type, programmer, physician product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type catheter. (B)(4).